Event description:
Edwards received notification that this 43-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve explant surgery after an implant duration of one (1) year and three (4) months due to severe mitral regurgitation with leaflet restriction secondary to leaflet calcification. Reportedly, the regurgitation was observed on tee one week before procedure. The mitral valve leaflet adhered to posterior apparatus due to a small piece of calcium. As reported, the patient was asymptomatic. A 29mm mitris resilia mitral valve was successfully implanted in replacement. The patient was noted as to be in stable condition and was discharged home on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, but one image of the valve was returned for evaluation. Customer report of "regurgitation with leaflet restriction secondary to leaflet calcification" was unable to be confirmed through image evaluation. X-ray analysis is needed for evaluation of the calcification. As per picture provided, it was observed host tissue overgrowth over one of the stent post and over one leaflet. Sutures were visible around the sewing ring. Valve sewing ring appeared to be cut off. Five chunks of what appeared to be subvalvular apparatus and/or host tissue overgrowth were shown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that this 43-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve explant surgery after an implant duration of one (1) year and three (3) months due to severe mitral regurgitation with leaflet restriction secondary to leaflet calcification. Reportedly, the regurgitation was observed on tee one week before procedure. As reported, the leaflet of mitral valve adhered to posterior apparatus due to a small piece of calcification. As reported, the patient was asymptomatic. A 29mm mitris resilia mitral valve was successfully implanted in replacement. The patient was noted as to be in stable condition and was discharged home on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it was sent to hospital pathology for examination and was not returned to manufacturer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.